Manufacturer narrative:
It was reported that there was resistance during deployment, and delivery system popped during attempted deployment, but customer completed procedure by manually deploying. As a result of analysis of returned device, outer sheath was detached and stent was not returned since the stent was deployed successfully. The curve was observed on the outer sheath, and kinked mark was observed on the inner sheath. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. It can be hard to deploy due to pressure generated depending on patient's lesion. It can cause deployment failure if deployment was tried by force in this situation since outer sheath can be stretched and detached. However, it is hard to identify the exact root cause because it is hard to reconstruct the situation at the time of procedure. Based on the description, which was written that "customer completed procedure by manually deploying", detached outer sheath, the kinked mark and curve on the sheath, it is considered that delivery system was pressured due to patient's lesion during procedure and deployment was tried in that situation. It was hard to deploy due to pressure/curved sheath, in which was concentrated the force, and the kinking has occurred. Therefore, it seems that the strong resistance occurred and the outer sheath was detached in the end, resulted in deployment failure. This complaint is assumed that it was malfunction for device due to pressure of patient's lesion, there will be continued to monitor the same or similar customer complaints.

Event description:
There was resistance during deployment. Delivery system popped during attempted deployment. Customer completed procedure by manually deploying.